Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for screening during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician assumed deployment was successful and withdrew the catheter, which caused the clip to dislodge from the tissue, resulting in mucosal trauma. The procedure was completed using another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for screening during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician assumed deployment was successful and withdrew the catheter, which caused the clip to dislodge from the tissue, resulting in mucosal trauma. The procedure was completed using another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not detach from catheter. Block h11: correction: block h6 (patient code) has been corrected.